Event description:
Reprise IV study. It was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed. Pre-implant balloon valvuloplasty was not performed. The aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of index procedure, post transaortic valve replacement (tavr), the subject developed left bundle branch block. No diagnostic test was performed and no action was taken to treat the event. At the time of reporting, the event was considered not resolved.